Event description:
Attempted to remove paper backing/frame from 4x4 tegaderm, paper pulled away from dressing. Unable to use. Attempted to open 4 additional dressings with the same result. Manufacturer response for transparent film dressing - frame style, tegaderm 4 in x 4 3/4 in (per site reporter) unknown.